Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patient was reprogrammed and could not get adequate pain relief. X-ray was taken and revealed that the lead was pulled from the epidural space. The paddle lead was replaced and the patient was doing well postoperatively. The explanted lead was not returned to bsn as it was retained by the medical facility.